Event description:
It was reported that the product could not stick to the patient skin. No harm reported.

Manufacturer narrative:
We have now concluded our investigation into this complaint. A device history record review was carried out for the lot number supplied. This confirmed that the product had been manufactured in accordance with defined procedures and specifications. There was no record of any problems or deviations occurring during the manufacturing of this product in relation to the reported issue. Unfortunately we have been unable to determine a root cause into this issue since no sample provided. We are unable to confirm the reported issue or take this investigation any further at this time. If a sample becomes available in the future then this complaint may be reopened.